Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an audible alarm, and watchdog error - which a software update did not rectify. The software update was unsuccessful in solving our alarms. There was unknown patient involvement.

Manufacturer narrative:
D4 - primary UDI number; corrected h3 and h6. Evaluation codes: updated. One device was received. Device analysis: performed power on test many times and cannot duplicate the alarm but verified in ehl; checked alarm loudness -level 1; device came in without battery and powered on with battery communication timeout; top housing found broken on left side. Cannot determine the cause but alarm loudness found as level 1. Customer reported problem primary audible alarm and acu watchdog failure were verified in ehl and could not duplicate during testing; preventive measure is to be taken upon customer approval. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.